Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: procedure date: on (B)(6) 2024. Description of event: surgeon states the handle didn't feel right and that the angle was off, creating difficulties with using it. He said he attempted to use it on the patient 2 or 3 times without it working and then the metal part broke off where it connects to the plastic handle. How was the procedure completed? They opened a second tvt to finish the procedure. Procedure completed successfully. H3 analysis summary: neuchatel team received for evaluation one products of gynecare product code 810081, lot number: 3944777. An investigation was performed on received product and the batch record file reviewed. The product has been decontaminated and properly packaged. The device received was manipulated with as the original packaging was missing. It was returned: 2 needles, mesh cut in half, helical passers and winged guide. The blister pack, box, lid, workstation and IFU are missing. The mesh, plastic sheath and needles are surrounded by visible organic matter, as is the damage to the needles. A damage can be observed in one needle tip, no damages were observed on helical passers and winged guide and it can be observed that the mesh has been cut in half. Based on the evaluation, this complaint is not linked to a manufacturing issue. The defect seen during the evaluation is aligned the event description (tvt product failed), the complaint is confirmed but no manufacturing related. The product was conforming to specifications at the release. Events of this type are trended regularly. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2024 and mesh was used. The product failed. The surgeon states the handle didn't feel right and that the angle was off, creating difficulties with using it. He said he attempted to use it on the patient 2 or 3 times without it working and then the metal part broke off where it connects to the plastic handle. Put the device aside, opened another product and finished the procedure successfully. There were no adverse patient consequences. No further information was provided. Product investigation found the mesh, plastic sheath and needles are surrounded by visible organic matter, as is the damage to the needles. A damage can be observed in one needle tip, no damages were observed on helical passers and winged guide and it can be observed that the mesh has been cut in half.